Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "attune tibial rp impactor cracked and broke during tibial impaction of cement less rp tibial implantation. This instrument was part of a consignment set. The surgery was not delayed. Fragments were not generated. The instrument has been tagged out and returned to warehouse." The product was not returned to depuy synthese, however photo was provided for review. See attachment (impactor rp). The photo investigation revealed that 254401004, attune rp tibial impactor had cracked on the surface and based on the available information broken condition cannot be confirmed. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 254401004, attune rp tibial impactor would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Did it break into two or more pieces? If no, please specify what is the alleged deficiency, is it bent, cracked, stripped, scratched, worn, cross-threaded, or any device interaction issues? Yes, it broke into two pieces. B. Was there any adverse consequences that affected the patient because of the reported event? No.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - attune tibial rp impactor cracked and broke during tibial impaction of cement less rp tibial implantation. This instrument was part of a consignment set. The surgery was not delayed. Fragments were not generated. The instrument has been tagged out and returned to wa warehouse. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis revealed that attune rp tibial impactor had broken in two parts due to repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the attune rp tibial impactor would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H3

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "attune tibial rp impactor cracked and broke during tibial impaction of cement less rp tibial implantation. This instrument was part of a consignment set. The surgery was not delayed. Fragments were not generated. The instrument has been tagged out and returned to wa warehouse." The product was not returned to depuy synthes, however photo was provided for review. See attachment (impactor rp). The photo investigation revealed that 254401004, attune rp tibial impactor had cracked on the surface and based on the available information broken condition cannot be confirmed. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 254401004, attune rp tibial impactor would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the attune tibial rp impactor cracked and broke during tibial impaction of cement less rp tibial implantation. The surgery was not delayed. Fragments were not generated.